Event description:
Procedure: hysterectomy. Reportedly, the tip of the device fell apart during surgery and some fell into the patient. All pieces were able to be recovered without any injury or adverse effect to the patient. There was no other information provided.

Manufacturer narrative:
One ls1500 instrument was received for evaluation. A visual inspection reveals the seal plate has started to detach from the moving jaw on the instrument. Investigation into similar complaints has indicated that this failure mode is caused when tissue remains stuck to the seal plate when the jaws are being opened. Valleylab specifies the instrument jaws, both the seal surfaces and sides, must be cleaned during use when tissue or charring begins to build up.